Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of stent shaft break. Impact code f2301 captures the reportable event of additional device required.

Event description:
It was reported that a percuflex plus ureteral stent was used in a procedure in the ureter. During the procedure, it was noticed that the stent broke inside the patient. The broken stent was retrieved from the patient, and a new stent was used to successfully complete the procedure. There were no patient complications reported.